Manufacturer narrative:
Section d1: corrected. Section d4: corrected catalog number and primary UDI. Section g3: corrected PMA #. Manufacturer's investigation conclusion: the reported event of corrosion damage on the 14v li-ion battery (serial number: (B)(6)) was confirmed. The 14v li-ion battery was returned and observed to have corrosion on the metal contacts. The 14v li-ion battery underwent functional testing and passed all testing without issue. The 14v li-ion battery was connected to a universal battery charger (ubc) and was accepted for charge and additionally underwent a charge/discharge cycle and functioned as intended. The 14v li-ion battery was connected to a test battery clip, a test system controller, and a mock circulatory loop and was able to support the system for extended operation. No atypical alarms were active during testing. The corrosion observed on the 14v li-ion battery terminals did not affect system operation. Additional provided information stated the cause of the corrosion was unable to be identified. The root cause for the reported event was unable to be conclusively determined through this analysis. The 14v li-ion battery set was inspected and accepted into the receiving inspection storage location on 04jan2023, and passed all manufacturing testing prior to being initially shipped outbound on 24jan2023. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment, including the 14v battery clips and 14v batteries. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including the 14v battery clips and 14v batteries. Heartmate 3 patient handbook section 2 ¿how your heart pump works¿) states two fully charged heartmate 14 volt lithium-ion batteries can power the system for 17 hours depending on activity level. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that there was no adverse patient impact, and the cause of corrosion was not identified.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed. Section e1: reporter address line 1: (B)(6).

Event description:
It was reported that the battery was replaced due to corrosion. The battery was replaced.